Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering the insulin. Customer's blood glucose level was 125 mg/dl. Customer stated that they were disconnected during rewind or prime sequence. Customer stated that the insulin pump was giving more basal then needed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.